Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the epic device was returned for evaluation. A visual and tactile examination was performed, and it was found that the stent was partially deployed on the delivery system. Additionally, an inner sheath kink was observed approximately 18mm proximal from the distal tip. There were no issues with the tip or handle of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-dec 2025. It was reported that the catheter shaft kinked. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery (cfa). An 8x80x120 epic stent was selected for treatment. During the procedure, the catheter shaft kinked. The device was replaced with a different device to complete the procedure. No patient complications were reported. However, returned device analysis revealed that the stent partially deployed.